Event description:
A trilogy 100 device was returned to a third-party service center for evaluation. There was no harm or injury reported. The device was not in patient use. During the evaluation no actionable errors were observed. Several components were replaced due to missing/physical damage. During final testing the device failed the active exhalation proportional valve open test step. The device's active exhalation control module was replaced to address the issue. The device was retested and passed all final testing.

Manufacturer narrative:
The reported failure of the active exhalation proportional valve open is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review: the device mentioned in this complaint has exceeded its useful life per the applicable IFU.